Event description:
The patient reported blood glucose results of "147 mg/dl" with the lifescan meter and "111 mg/dl" on a laboratory device, performed withing 10 minutes of each other. Between the tests there was no intervention that would be expected to change the blood glucose. The patient also reported retesting the blood glucose with the lifescan meter and obtained a blood glucose result of 120 mg/dl, which is within lifescan's criteria for accuracy. The meter, test strips and control solution were replaced.